Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. The device was explanted, however the physician experienced difficulty explanting the right atrial (ra) and right ventricular (rv) lead. The leads were surgically abandoned at the time of the original explant, however the following day a different physician laser extracted the ra and rv leads. There were no additional adverse effects reported.